Event description:
A site representative, purchasing, reported a medium suretrak tracker screw that was stripped. This was identified in sterile processing. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement clamp sent to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the head of the screw is rounded or stripped out. Physical damage, deformation, directly caused the event.